Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from japan that during a craniotomy surgical procedure treating an unknown disease it was observed that the tip of the drill device broke after the surgeon drilled holes in a detached bone fragment. It was reported that there was a five-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that none of the tip¿s fragment was left in the patient¿s body. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the drill burr device and the reported condition that the tip of the device was broken was confirmed. An assessment was performed and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was determined that the root cause of the customer¿s complaint that the ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be due user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.